Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced low blood glucose (bg) levels in the 40's mg/dl range. Carbohydrates were consumed to address bg level. Reportedly, the low bg levels were due to the customer's basal rate and correction factor requiring adjustment. The customer contacted their healthcare provider (hcp) and the pump settings were adjusted.